Manufacturer narrative:
Concomitant products: 6937a lead, implanted (B)(6) 2010; 6932 lead, implanted (B)(6) 1997.

Event description:
It was reported that a remote monitor transmission indicated that the cardiac resynchronization therapy defibrillator (crt-d) had detected ventricular tachycardia (vt) as an atrial arrhythmia due to far field r-wave (ffrw) oversensing on the right atrial (ra) lead. Consequently the crt-d did not provide tachyarrhythmia therapy for a prolonged period of time. The patient was phoned to discuss the results of the transmission at which point they experienced a warm sensation in their chest and legs. The patient was admitted and started on antiarrhythmic medication for vt episodes. The atrial fibrillation/flutter discriminator on the crt-d was turned off. The crt-d and lead remain in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.